Manufacturer narrative:
On january 08, 2010: this event concerns a device that was manufactured and used outside the united states. (B)(4). Pacemaker is switching to fall back mode. Method (other): since the device remains implanted, the programmer files were reviewed. Results (other): the device operated as specified. The reported event is probably due to the specific condition of the anti-pmt algorithm that is triggered inadequately and cannot be deactivated as this is an automatic functioning. Conclusions (other): this event involves no risk for patients and can remain implanted. Review of the episodes showed that the implant operated as specified. Anti-pmt algorithm has been evaluated through clinical evals and has been set as a default setting in most of ela devices for many years. In this case, the specific physiology of this pt triggers the anti-pmt algorithm inadequately, which is not well tolerated by this very active patient. Unfortunately, this algorithm cannot be deactivated. This is an isolated case, and there is no risk for patients. Therefore the implementation of a correction to deactivate the algorithm cannot be characterized as urgent.

Event description:
This pacemaker switches to fall back mode in anti-tre algorithm which does not analyze episodes properly. The pt goes from 350ms to 900ms in frequency. It was reported that the pt is not comfortable. The device remains implanted.